Event description:
The dr of a female pt contacted lifecor customer support to report that one of his pt's was found dead wearing the lifevest in her home this morning. Support spoke to the pt's son in 2008. The son stated that the pt was wearing the device at time of death. Three days later, support received the equipment. Support downloaded the equipment and it revealed an automatic event followed by a battery pack pull. Support spoke to the pt's son the following month. The son stated that the patient had pt at 10am. When the physical therapist arrived no one answered. She contacted the superintendent who let her in the pt's apartment. The pt was discovered on the toilet. Ems was activated, but the pt was already dead.

Manufacturer narrative:
Monitor - 2008, electrode belt - 2008. Eval summary: both the monitor and electrode belt were fully functional. Flags files indicated that there was an arrhythmia alarm at 12:45 am. During the arrhythmia alarm the battery pack was pulled from the system.